Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power at random. The reporter changed the battery and the pump powered on with no audible tones. The pump then rebooted at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 02/04/2014. Device evaluation continued: the device has been returned and evaluated by product analysis on 01/20/2014 with the following additional findings: the pump powered up with the appropriate audible and vibratory alerts. The investigation was unable to reproduce the reported no audible tones complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: several call service alarms, consistent with sleep alarms that cause the screen to be blank for several minutes, were observed in the black box history. The display was observed to be fully functional during investigation. The pump was opened and removed from the case and no defects were observed.